Event description:
A consumer implanted for non-malignant pain reported that since (B)(6) 2016 the implantable neurostimulator (ins) had been intermittent stinging them. It was noted the consumer felt the stinging sensation when they were in the sitting position and had decreased stimulation, but it still didn¿t help. If they turned stimulation too low their feet would get cold, so they couldn¿t go that low. There were no traumas or falls reported related to this issue.

Event description:
Additional information received from the consumer reported they would be seeing a pain management doctor on (B)(6) regarding their pain. It was noted the consumer was experiencing burning and pain when they would sit on their left buttocks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.